Manufacturer narrative:
Analysis found that the customer's fault was unable to be confirmed. Motor was completely dead hence, unable to perform temperature test. The cable had kinks. The hi-pot test fail. The connector has dent. The motor cable assembly found faulty and it needed to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece was overheating less than a minute and sticking prior to the procedure while testing. There was no patient involvement.